Event description:
The unit is saying contact service. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 17th may 2018. Fractured joint on the membrane pba. A fractured joint between track 8 (shock key) on the membrane tail and the solder joint on the j12 connector had resulted in the shock key remaining in an open circuit. A 360p device has no shock button, and the shock key line is tied to ground via track 8 and track 9 on the membrane tail. These tracks remaining in an open circuit had resulted in the device failing self-tests due to a shock key error and the reported fault of ¿device service required¿ prompt. Heartsine records indicate the device had performed to specification throughout testing on the 17th may 2018, and the device successfully performed self-tests after dispatch from heartsine up to 20th january 2019, this would indicate the solder joint had become fractured after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The unit is saying contact service. There was no patient involved in this event.